Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of 1 device. The event report alleges the product analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design error was identified during product analysis. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a design error and a corrective action has been initiated to make the handle more resistant to esd events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to being used on a patient during a esophagectomy/gastric tube procedure. When the reload was connected into the adapter the display screen was blackout. They removed everything and re-inserted the handle into the charger. The charger indicator flashed green for a while and then illuminated green. When they removed the handle after charging the handle still did not boot. They tried to re-boot again but the status was the same. The handle was heated. No patient involvement.